Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply output cable was frayed and wires were exposed. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply. The patient electronic unit and power supply was replaced and there were no adverse consequences reported by the patient.